Event description:
On (B)(6) 2018, the reporter (salesperson) contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the patient had gestational diabetes and was on no diabetes medication. He confirmed the patient did not develop any symptoms, only that she was told to take less food and drink as treatment. The reporter could not confirm when the alleged issue started, claiming that the patient obtained blood glucose readings of ¿7.8 mmol/l¿ with the subject meter and ¿5.4 mmol/l ¿ on the laboratory device. The tests were performed less than 10 minutes apart. Based on statistical methodology, the calculated difference of these glucose results falls outwith lifescan¿s criteria for accuracy. The reporter stated that the patient had gestational diabetes and was on no diabetes medication. He confirmed the patient did not develop any symptoms, only that she was told to take less food and drink. The reporter stated that the patient had been admitted to hospital and obtained results of ¿8.0 mmol/l, 7.9 mmol/l, 8.4 mmol/l, 8.2 mmol/l, and 8.0 mmol/l¿ all were in range. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. Complaints relating to the reported products were evaluated. It was concluded that the number of complaints for the products did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.